Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) with a competitor right ventricular (rv) lead exhibited high, out-of-range (oor) shocking lead impedance measurement of more than 200 ohms. No inappropriate therapy was delivered. Additional information was received indicating that a revision procedure was performed wherein both the device and lead were explanted and successfully replaced. No diagnostic test was performed to determine the cause of the clinical observation. The device will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been returned and analysis is ongoing and report will be updated once analysis is complete.